Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in a container without solution. Visual inspection confirmed the leaflets were in a closed position and flexible. All leaflets and commissures were intact with no damage observed. The sewing ring was flattened to align with the base outflow, measured and confirmed to be acceptable for a size 23mm valve. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Product analysis confirmed the device measured to specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 23 mm bioprosthetic valve, the valve was explanted and replaced was a 21 mm valve. The surgeon noted that the sewing cuff seemed larger than previous valves he had used. The valve was removed because it could not be seated in the annulus. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve was removed prior to being fully sutured in. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.